Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 314 mg/dl while using the ilet and observed the infusion set anchor piece positioned oddly, raising concern for interrupted insulin delivery. Guided troubleshooting led to a full supply change including rewind, new cartridge, connector, tubing, and infusion set, after which insulin delivery was resumed and blood glucose trended down to 216 mg/dl. During supply change, user received alerts indicating they were out of insulin and to change out infusion set. Symptoms included elevated blood glucose. Outcomes included recovery without medical intervention or hospitalization. Investigation included customer service troubleshooting and user-led component replacement. Investigation of this case revealed that replacing the infusion set and insulin cartridge restored delivery and improved glycemic trend, suggesting a possible flow interruption. It was concluded that the event was consistent with hyperglycemia due to an unclear cause, with possible infusion set or tubing issue resolved by component change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.